Event description:
Three french PICC line inserted into right basilic vein. Guide wire removed and line flushed with 5cc ns. Leaking was noted at catheter hub. Line had to be removed. A small hole in the catheter was noted. Rptr has had this problem occur on 3-4 different occasions with this product.